Event description:
Device 1 of 2. Reference MFR report: 1627487-2019-01084. It was reported that the patient had high impedances on their left occipital lead. In turn, the patient underwent a lead revision where the left occipital lead was explanted and replaced. Note: since it is unknown which occipital lead was replaced due to the high impedances, both are being reported.